Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered insulin via manual injections to address blood glucose (bg) ranging from 370-480 (mg/dl) and experienced a low bg of 52 mg/dl. Contact provided juice and food to the customer to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.